Manufacturer narrative:
Additional information: b3, b5. Correction: h6 - annex e and annex f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 27aug2025, it was reported that the complaint device was in place for 5 minutes before the hub separated. The complaint device was then removed from the patient, and a new catheter was placed to complete the procedure. This led to an increased procedure time, resulting in the administration of more contrast and more radiation exposure.

Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy . D2b - procode: additional product codes: gbo, lje. E3 - occupation: interventional radiology department. H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub separated from an ultrathane mac-loc locking loop multipurpose drainage catheter. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. It was reported that the hub separated from an ultrathane mac-loc locking loop multipurpose drainage catheter. The complaint device was in place for 5 minutes before the hub separated. The complaint device was then removed from the patient, and a new catheter was placed to complete the procedure. This led to an increased procedure time, resulting in the administration of more contrast and more radiation exposure. No adverse effects or additional procedures for the patient were reported due to this occurrence reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related raw subassembly lots did not reveal any quality control discrepancies. A complaint history search did not identify additional field complaints on this lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no returned product, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. While it is possible that the catheter experienced excessive force or tension while in the patient, this cannot be verified. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was se nt.